Event description:
The device's previous manufacturer, invacare, contacted ventec via email to report the following event: "concentrator stopped working, was alarming, tech arrived within 2hrs and patient had died. Family member would not let the tech take the concentrator. Tech was able to check the concentrator, he mentioned when he took the tubing off the concentrator would run but when he put the tubing on it would shut down and start alarming. There was no humidifier bottle attached to the concentrator." The reported event involved an invacare® platinum® oxygen concentrator. No further information about the patient was provided.

Manufacturer narrative:
H6: ventec has determined that this device was placed into commercial distribution back in august of 2014, which predates the required UDI compliance date for class ii medical devices. As a result, no UDI# exists for this device and section d4, UDI#, shall state ¿none.¿ ventec spoke to the initial reporter (distributor) who advised that they have the tubing and the o2 concentrator in their possession. The distributor further advised that they would not be sending it to ventec (react health) for an evaluation. The distributor stated that if that changes in the future, they would contact ventec and request a return authorization (RMA). The device was not returned to ventec for evaluation. Ventec has determined that there is insufficient information to determine if the device use contributed to the patient's outcome. The cause of the reported issue could not be determined. If ventec receives any new information regarding this event, a follow-up report shall be submitted as defined by 21 cfr 803.56.